Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery after 14 years due to metallosis and pseudo tumor.

Manufacturer narrative:
Investigation results were made available. DHR review: ref#: (B)(4). Lot#: 2194416 - yield: 18 - delivered: 18 the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: trend has been identified and CAPA was initiated and performed. Event description: it was reported that the patient had the first implant of a mom hip prosthesis in 2004. After 14 years he showed mobilization of the prosthesis, pseudotumor and metallosis. The patient has been subjected to a revision. Review of received data: - review of available information the documents were received in italian language. The author of the report is not familiar with the italian language and to review the content an online translation tool was used. Where required an italian speaking person was consulted. The contents of the documents are summarized below. - incident reports two incident reports were received that included congruent data. One report is the one report filed by the surgeon to the ministry of health (filled out by hand). The other report is the final / official incident report from the ministry. The reports included information relevant to the case that is already stated on the front page of this report. Additionally it is stated that the implantation in 2004 took place at ospedale lotti pontedera. - intervention summary loosening of the implant on the right side, neck resorption and periprosthetic granuloma documented by magnetic resonance imagining are mentioned. Patient is in a left lateral position. The hip is opened through the center of the previous surgical scar. Scar material is found that is removed during the fasciotomy. The posterior capsule shows granuloma. Necrosis of the femoral neck and moderate metallosis can be observed. Debridement is performed and the joint is dislocated. A neck osteotomy is performed and the head is removed. The cup is exposed, the posterior bone resorption highlights and the anterior granuloma is removed. The cup is removed with minimal bone loss, then the acetabulum is prepared and, after evaluation with the trial cup, the final cup is impacted. The cup size 54 is stabilized with 3 screws and the hooded polyethylene insert is placed. The femur is shown and a neck osteotomy is performed. Then the femur is prepared progressively. The trial components are then positioned and the geometry and stability of the components are evaluated. It was decided to position the anteversion neck after performing debridement and cleaning of the anterior granuloma which appears to cause internal rotation and flexion conflict. The implants show again good stability and geometry. Removal of the trial components and position of definitive prosthetic components pulchra stem size 5, neck 9y and ceramic head 36/0. The prosthesis is cleaned, reduced and checked. The wound is drained and sutured layer by layer. - x-rays only x-rays taken before the revision surgery were received. Therefore, any changes in the implant's position nor signs of loosening during the component's time in vivo cannot be assessed. The ap view of the right hip is dated (B)(6) 2018 and shows a circular radiolucency in the transition area between the femoral neck and the greater trochanter craniolateral to the slim stem. The slim stem seems to be not aligned with the femoral neck's axis. The pelvis overview is not dated and includes measurements. Based on the position of the implants, especially the femoral component, it is assumed that both pictures were taken on the same date. The cup inclination was measured to be approximately 56° and the anteversion was estimated to be 15°. For the latter a template showing the profile of the durom cup in steps of 5° anteversion was used. The surgical technique of the durom hip resurfacing system states that the cup is impacted into the acetabulum with an anteversion of 10° to 15° and a lateral opening (inclination) of 45°. Devices analysis: - as-received condition and cleaning of the explants both explanted components were received in dry condition in a mini grip packaging. The acetabular and the femoral component including all adhering bone, bone cement and tissue were first soaked in a cleaning solution and then autoclaved. Due to the autoclaving the cement and the bone inside the femoral component were pushed / pulled out so that the cement and the bone protruding the face of the spherical part. To allow safe subsequent investigation both components were again soaked in a cleaning solution and then autoclaved. During the soaking process some bone attachments peeled off the anchoring surface of the acetabular component indicating that there was soft tissue between the bone layer and the anchoring surface. - visual examination the durom acetabular component shows sparse remains of bone attachments on the anchoring surface. On the latter coarser and less noticeable instrument marks are recognizable. In some areas the anchoring surface seems to be slightly polished. One of the equatorial fins and the cup¿s rim show slight indentations. Inspecting the articulation surface by naked eye numerous fine scratches are visible. In one area some matt spots and lines towards the bevel of the spherical calotte could be detected. The bevel and the spherical calotte was inspected with a low power microscope. The investigation showed arrow-shaped formations. There also seem to be some spots and lines that could possibly be ascribed to electrosurgery. Bone and cement is still fixed inside the durom femoral component. At the revision surgery the femoral neck had been cut. In some areas the resection plane can be seen. Cancellous bone can be observed mostly around the slim stem. Close to the latter a hole in the bone can be observed. Cortical bone cannot be observed. A circumferential layer of bone cement can be seen along the spherical part of the femoral component. On the outer side the cement shows an imprint of the femoral component's inner geometry. The cement's inner side shows modelling imprint from the cancellous bone. There is a circumferential gap between bone and the cement layer. On the articulation surface of the durom femoral component there are numerous fine and some coarse scratches. The latter can be attributed to the revision surgery. In one area, two matt appearing parallel stripes can be observed. The articulation surface of the durom femoral component was investigated under the microscope at 200-times magnification with differential interference contrast (dic). The matt appearing stripes already visible to the naked eye are located in the loaded area and show a higher scratch density combined with smearing. In the loaded area the carbides, which protruded slightly in the original surface state, are leveled, while the carbides are still recognizable in the unloaded area. - wear measurement the wear measurements of the articulation surfaces of the durom femoral component and the durom acetabular component were carried out on a 3d measuring machine. The wear map for the durom femoral component shows a wear zone located on one side of the head between the pole and the equator. The total, linear wear value for the femoral component amounts to 40.1 m resulting in an annual wear rate of 2.9 m. For the durom acetabular component the cmm measurement detected a wear zone close to the bevel. The total, linear wear value is 39.5 ¿m which results in an annual wear rate of 2.8 ¿m. The wear zone correlates with the position of the observed arrow-shaped formations on the cup. Due to the position of the loaded zone it has to be assumed that the wear area for the liner could not be measured entirely, because the measurement only covers the surface from the center of the component up to 80°. Therefore, the wear values for the cup indicated above do not reflect the true amount of wear. For a metasul pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 m / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 m / year per pairing. Conclusion summary: the received components were revised after approximately 14 years in vivo. The received documentation points to loosening, metallosis, granuloma (pseudotumor) and necrosis. Circular radiolucency in the transition area between the femoral neck and the greater trochanter could be found on the x-ray. Based on the femoral component's position it seems that it subsided and tilted laterally. On the pelvis overview x-ray for the acetabular component an inclination of 56° and an anteversion of 15° was estimated. It has to be considered that the inclination angle of the cup was higher than recommended in the surgical technique. Bone and cement can still be found inside the femoral component. The femoral neck seems to indicate necrotic bone with resorption of cortical and cancellous bone over time in vivo. This is consistent with the observations made during revision surgery. The visual examination revealed matt appearing stripes on the articulation surface of the femoral component. The durom acetabular component shows sparse remains of bone attachments on the anchoring surface. Further, arrow-shaped formations could be seen on the articulation surface of the acetabular component. Wear measurement was performed for the two components. The wear maps indicate rim loading and match with the observed matt appearing stripes and arrow-shaped formations. The latter can be attributed to surface fatigue. Compared to the wear rates measured in this case can be considered low. Because there is no complete x-ray follow-up at hand it is unknown if and how the positions of the implants might have changed over time in vivo. It can only be assumed that necrosis of the femoral neck could have led to the subsidence and tilting of the femoral component. The subsequent new position of the femoral component and the rather high inclination of the acetabular component could have resulted in the rim loading situation. If this might have contributed to the intraoperatively reported moderate metallosis and granuloma (pseudotumor) remains unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.